Manufacturer narrative:
Unable to perform review of inspection records as device model and lot numbers are unknown. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient was treated with a chest tube. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
Post procedure x-ray showed a moderate right pneumothorax greater than 25% and mild collapse of the right lower lobe. The patient was transferred to the or for a thoracotomy and chest tube placement, and was admitted to the hospital. On (B)(6) 2016 pneumothorax decreased significantly. On (B)(6) 2016 the pneumothorax resolved, the chest tube was removed, and the patient was discharged to home. If additional information pertinent to the incident is obtained another follow-up report will be submitted.